Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of oversensing noted on the right ventricular (rv) lead due to myopotentials which resulted in a loss of pacing. No intervention has been performed at this time and the patient was stable and will continue to be monitored.